Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 530 mg/dl, and she was treated with a bolus through the insulin pump. It was stated that the customer was thirsty before being admitted. Troubleshooting was performed. Assisted the caller to run a fixed prime test and the insulin did exit. The high pressure test could not be performed as customer is still in the hospital and a tubing clamp was not available. Instructed the caller to use a larger needle for her body type, but the caller declined and does not feel that is the problem. No further info was provided.